Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for bowel dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient didn't think their therapy was working/not working as good. The patient reported they have had straight diarrhea since right before labor day, and the night before the call they had a bowel movement in their bed twice. The patient noted they had contacted their healthcare provider, and they redirected them to contact the manufacturer. The patient inquired if stimulation could be set too high, and stimulation considerations were reviewed. During the call, the patient synced with the programmer and stated they were set to 1.9 on program 1, with stimulation confirmed to be off. It was reviewed to decrease stimulation and turn therapy on. The patient confirmed they successfully turned therapy on, and left stimulation at 1.0 where they felt stimulation comfortably in the correct location. The patient was redirected to their healthcare provider if the issue did not resolve. No further complications were reported.